Event description:
The reporter indicated that he head to discard an unused generator during a vns implant surgery "it would not program." Follow up with the or nurse present during the surgery, revealed that no abnormal error messages were received during device interrogation and that they had been unable to program the device so that had to use a back up. Good faith attempts for programming history and additional info have been unsuccessful to date.